Event description:
Observed possible cross-reactivity with specimen positive for sars-cov-2 virus. Specimen was positive for influenza a and influenza b using sofia influenza a+b assay. Sars-cov-2 positive on biofire film array utilized cepheid fluvid cartridge to confirm influenza results. Assay resulted as follows: sars-cov-2 positive flu a negative flu b negative rsv negative. FDA safety report ID# (B)(4).